Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate shocks. The intracardiac electrograms (iegms) illustrated noise on the right ventricular lead. Lead fracture was confirmed via fluoroscopy. The lead was capped and replaced on (B)(6) 2019. Patient's condition was stable.